Event description:
As reported: "it was reported by the sales representative that the lag screwdriver provided was broken when the surgeon opened up the sets. Surgery had to be rescheduled as they cannot manage to remove the existing implant due to broken instrument. The surgeons had to close back the incision and bear it mind that this increases the risk of infection."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.